Manufacturer narrative:
The field service technician replaced the actuator assembly and returned the unit to service.

Event description:
It was reported that during a routine field service maintenance visit the technician found that the ir cable for the actuator assembly had exposed wires. There was no patient involvement and no adverse consequences associated with this event.